Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customers complaint was confirmed. The devices flow sensor and filter needs to be replaced to address the issue.